Manufacturer narrative:
(B)(4). Software data logs were returned to the manufacturer on 22-feb-2018. Per the user facility, the unit had not been used since the issue was discovered. They tried resetting the battery to new and rebooting the unit leaving it on for extended periods of time to fully charge. The field service representative (fsr) verified the reported complaint. He replaced the power manager pod assembly to resolve the issue. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery icon was displaying red when the indicator light on the unit was green. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the power manager board was unable to properly charge batteries due to a bad printed circuit board (pcb) subassembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.